Event description:
A malfunction was reported on the pump, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer service provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the error reappears, which they understood.